Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unsuccessful defibrillation threshold testing (dft) session, no high voltage output and inadequate high voltage output issue was observed. Physician elected to perform an induction testing to provide a greater safety margin. Patient went under slow ventricular tachycardia and the device under sensed ventricular fibrillation. Patient required an external shock to convert the arrhythmia and required extensive medical intervention, cardiopulmonary resuscitation and multiple external shocks. The dft testing was aborted and was not suspected to be due to device malfunction. Patient was stabilized and recovering in the intensive care unit. No further intervention was planned.